Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).

Event description:
A surgeon reported that following phacoemulsification, the surgeon noticed there was no intraocular lens (iol) in the container. Another iol was delivered to the hospital the next day and the surgery was completed. Additional info has been requested.